Event description:
It was reported that during a therapeutic ureterscopy part of the sheath of this stone cone detached in the pt. The dr was able to finish the case successfully and then remove the sheath fragment with no complications. The follow up revealed that the fragment was the straight piece of green and purple sheathing beyond the radiopaque marker, approx 2 cm in length. This device has not been returned for eval. Therefore, a failure analysis is not available and co is unable to determine if the device met its specifications. "If resistance is encountered while attempting to withdraw the coil do not exert excessive force." Co believes user technique may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event.